Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 on or around (B)(6) 2022 it was noted during a programming visit that the patient appeared to have one implanted lead that was not functioning as expected. X-ray confirmed the lead was broken. Surgical procedure was performed on (B)(6) 2023 to remove the broken lead and replace with a new one.